Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a proximal type I endoleak and a distal type I endoleak on the left side were identified. On (B)(6) 2025, a reintervention was performed using gore® dryseal flex introducer sheath and gore® excluder® aaa endoprosthesis. For the proximal type I endoleak, three aortic extender endoprosthesis were implanted proximally with the right femoral artery approach. For the left distal type I endoleak, using a 14fr sheath, with the left femoral artery approach, two contralateral leg endoprosthesis were implanted over the left external iliac artery after coil embolization of the left internal iliac artery. The physician reportedly stated as follows: as for the endoleak, the stent grafts implanted in the initial implantation were slightly oversized, as it was an emergency procedure for a ruptured aortic aneurysm. This may have contributed to the occurrence of the endoleaks. As no additional procedures were required for seven years after the procedure, the outcome should be considered sufficient.